Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced an implant sore or implant pain and informed physician. Physician was able to prescribe pain medications and advised to contact if symptoms will get persist. Moreover, patient inquired about a mobile phone being in a breast pocket and power tools. Boston scientific technical services (ts) stated that a six-inch separation between implanted device and mobile phone, and twelve-inch separation with power tools. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that according to the device nurse, the patient was checked with a healing incision. Device functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced an implant sore or implant pain and informed physician. Physician was able to prescribe pain medications and advised to contact if symptoms will get persist. Moreover, patient inquired about a mobile phone being in a breast pocket and power tools. Boston scientific technical services (ts) stated that a six-inch separation between implanted device and mobile phone, and twelve-inch separation with power tools. As of this time, this device remains in service. No adverse patient effects were reported.